Manufacturer narrative:
The device has been received by anspach. The device was evaluated and no hole was observed. The event could not be duplicated therefore the event was not confirmed. If add¿l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that there was a ¿hole in the hose.¿ the event was not related to surgery. There were no injuries reported. There was no add¿l info provided.